Event description:
Hill-rom rec'd a report from a hill-rom technician stating the right side intermediate siderail will not latch when raised to the up position. The bed was located at the account in the basement hallway. There was no pt/user injury reported. (B)(4).

Manufacturer narrative:
The hill-rom technician found the latch mechanism in the center arm assembly is sticking in the receded position. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2008-2010 and 2012-2014. It is unk if the facility performed any other preventative maintenance on this bed. The technician removed the center arm cover, cleaned, and lubed the latch mechanism to resolve the issue. Based on this info, no further action is required.